Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker poland alleged failure: problem with focus setting blurry image. Probable root cause: incorrectly assembled optical train, damage to optical train, end of life wear-out, shipping damage, use error. The device manufacture date is not known. The reported failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.